Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, crossing difficulties were reported. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Returned device analysis revealed stent damage. A visual and microscopic examination identified distal stent damage. Stent struts on distal row 1 were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).